Event description:
It was reported that a right ventricular (rv) lead was surgically abandoned due to oversensing. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.